Manufacturer narrative:
The lens was returned in the vial. The delivery system, outer pouch and instructions for use were absent while the label set and ID card were enclosed in the outer box. The inspection was performed at x 10 magnification under a stereoscopic microscope. The lens was missing a haptic and this was not returned in the package. The optic of the lens carried a deep scratch which was made by a sharp instrument. One haptic was broken 3/4 of the way and the other haptic was intact. The cross-sectional inspection of the broken haptic was smooth and straight which is indicative of a snap. No other damage was seen on the lens. After having carried out a detailed investigation of the lens in question, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Based on the results of the visual examination, the way the haptic was broken suggest that the lens was either handled whilst in a dehydrated state or was caught in the cartridge, indicative of user error and was reported as loading error by the facility. (B)(4).

Event description:
Lenstec received notification of a torn haptic, incision enlarged, lens removed.